Event description:
Os - dysphotopsia, od - dysphotopsia. I am a physician who in this case is the patient. You may have had many reports on the problem of dysphotopsia but this also in my estimation is worth reporting especially after I have read how common this may be. The occurrence rate is reported as 1:1000 but as common as 1:10. However, I have read reports by expert ophthalmologists who say they have not encountered this in their practice. So my question would be, can the lenses be better chosen by the surgeon and do these lens designers and manufacturers properly train the surgeons? I have had to have both toric lens replaced [an additional of cost to implant these lens] that were supposed to be most corrective for my astigmatism. The first surgery was done in 2008 and the implant was done on the left eye. I noted at the time that I had a rather significant horizontal light reflection from any fairly bright light source. This increased somewhat after a month and showed no improvement and was so problematic that the lens required exchange. Dr did the surgery to implant the o.s. Toric lens and at that time, he was a surgeon at the facility's office. He now has an office in another state. Another m.d. Did the exchange lens surgery, and the results are very acceptable. The second surgery was in 2009 on the o.d. Was done by dr(first). This lens was noted to also produce a light reflection but somewhat different and more in the pattern of a starburst with a central light distortion. This actually increased in intensity and another problem became more apparent. The new problem was that I noted a discoloration of blue such as the sky and changes in other surface colors. In talking to dr(second) there is a tint in the toric lenses and with red-green color blindness there could be a distortion of color. Dr(second) did the exchange surgery again ten months later, and the results are acceptable. I have enclosed an attempt to draw the positive dysphotopsias. I do feel some attention should be drawn to this problem.